Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was separated. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During the procedure, when the blue protective cover of the balloon was removed, it was noted that the balloon was separated. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the balloon was separated. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, when the blue protective cover of the balloon was removed, it was noted that the balloon was separated. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The device was received in two sections due to a detachment of the shaft. The device was returned with the balloon protector partially removed from the device. For investigation purposes the investigator fully removed the protector without issue. A visual examination identified that the balloon was not subjected to positive pressure. The balloon material and blades of the device were visually examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A visual and tactile examination found the shaft polymer extrusion to be completely detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. The device was received with the balloon protector in place on the device. The investigator was unable to apply a vacuum to the device as per preparation instructions indicated in spcb IFU due to a shaft break. For investigation purposes the investigator removed the balloon protector with a little resistance experienced as negative pressure could not be applied to the device. The balloon protectors' inner diameter was verified at 0.0435 inch using a calibrated pin gauge . This is within the specified range of 0.0420 inches to 0.0435 inches. Balloon protector 3.5mm thru 4mm'. A visual investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident.